Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing mass resection of right thigh, forehead and left shoulder, the surgeon sutured the soft tissue after removing the forehead. When the first stitch was sutured, the needle tip broke in the soft tissue and broken needle was searched in the tissue immediately. It took about 10 minutes to find the broken needle. The operation continued. There was no patient injury.